Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer states that during a csi atherectomy in left mid sfa with a spider placed in popliteal artery above tp trunk. Pretreatment angiograms showed single vessel runoff of posterior tibial artery; both anterior tibial and peroneal artery occluded within the first 5-10cm. After atherectomy, it was noted that the spider had been pulled back, so physician decided to retrieve and complete pta with a new wire. As spider was being retrieved, it was noted that the distal wire tip had broken off and was in the occluded anterior tibial artery. Multiple images where taken, and no further action was taken because the physician felt it would not pose any issues in an occluded vessel. A 6 french terumo sheath was used and the IFU was followed. The vessel was not pre or post dilated. After spider was removed, procedure was completed with new .035 guide wire. The target lesion was severely calcified with a little degree of tortuosity. An investigation was performed and the floppy distal tip of the spiderfx was unaccounted for from the distal end of the spiderfx flex connector. Examination of the distal end of the flex connector revealed that the floppy distal tip wire broke off from the end of the flex connector. The separation is a ground distal tip wire material failure since a portion of the wire is still within the flex connector. During the retrieval of the spiderfx it was noted that the distal tip had broken off and was in the occluded anterior tibial artery. Multiple images where taken, and no further action was taken because the physician felt it would not pose any issues in an occluded vessel. The instructions for use, (IFU) lists as a warning: do not apply excessive force to the capture wire. This may lead to distal embolization of debris, and vessel and/or device damage.